Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a non-emergency procedure, which was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse found the circuit breaker between the ups and the m cabinet was tripped. To resolve the issue, the fse reset the circuit breaker and powered on the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.